Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular shock impedance measurements. Technical services (ts) advised all shock impedance measurements are within range at this time. Ts provided reprogramming recommendations. Additional information from the field representative provided due to high defibrillation threshold (dft) tests prior to the implant of this ICD device shock delivery must be programmed to reverse polarity. The field representative advised the physician may intervene due to reverse polarity programming. Subsequently, this ICD was explanted. Another ICD was implanted to complete this procedure. This ICD has not been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.